Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the tissue condition (normal, thin, calcified, fragile, diseased)?: the tissue was normal. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No, no defects. What instruments were used to grasp the needle? A needle-holder. Where was the needle grasped during use? At the level of needle body. Was the patient treatment altered in anyway due to this event? If yes, please explain yes: exposure to radiation to find the needle, reopening to recover the needle. Was the post-operative care changed due to this event? Please specify. Yes, longer hospitalization. What is the patient's current status? In good health.

Event description:
It was reported that a patient underwent a repair of a simple 2nd degree perineal tear on (B)(6) 2023 and suture was used, using the 1 thread 1 knot technique. There was a loosening of the needle and the needle pulled off, which was lost in the soft tissues of the patient's right buttock and not found on clinical examination. A pelvic x-ray had to be done in the delivery room to locate the needle. Attempt by the doctors to locate the needle after reinjection in the epidural, but clinical identification failed. The decision was made to go to the operating room to remove the needle under scopic control. Removal carried out under general anaesthetic. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What instruments were used to grasp the needle? Where was the needle grasped during use? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Were there any unexpected outcomes or complications as a result of this event? Was the patient treatment altered in anyway due to this event? If yes, please explain was the post-operative care changed due to this event? Please specify. What is the patient's current status? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.